Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed since the sample was not available for evaluation. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that following procedure the surgeon experienced a spool suture lock up, with the involved angio-seal device. Therefore, the device sleeve was cut, and the collagen was tamped manually. Hemostasis was established and the case ended with no adverse effects with a favorable outcome. There was no blood loss. The event occurred intra-operative. The patient was not injured during the event and medical or surgical intervention was not required. Additional information was received 25 aug 2023: the angio-seal did not perform as expected.

Manufacturer narrative:
E3: occupation: materials manager. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.